Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pacing threshold measurements and high out of range pacing impedance measurements greater than 2,000 ohms. The patient was noted to have high defibrillation thresholds (dft) and experienced pain/pinching sensation at the device site with arm movement that was felt to be due to bulk in the pocket from the device and lead. Additionally, a lead dislodgement was observed and blood was observed in the device header. Testing of the lead with a pacing system analyzer (psa) also revealed high out of range pacing impedance measurements. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.